Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device, after an unspecified procedure. Reportedly, the device failed to deploy. An unspecified method was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to deploy the device was not confirmed. The device was returned fully deployed without the plunger/needle assembly, anterior and posterior cufs, link, suture and posterior needle tip. Without the all the components returned the scope of the investigation is limited. Based on visual inspection and functional testing of the returned device, the investigation concluded there was no product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.